Event description:
It was reported by customer's mother that they had been hospitalized for low blood glucose levels on (B)(6) 2014 while at summer camp. Customer's mother stated they had adjusted the basal setting to deliver .2 units less insulin than normal. Customer's mother also stated that the activities at camp may have contributed to the low blood glucose levels. Blood glucose level was 95 mg/dl at time of hospitalization. Customer was given an intravenous insulin drip while hospitalized. Customer blood glucose level was 159 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.